Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body giving the appearance of being bent. The partial detachment of the spindle cap indicates the break was due to excessive force. The damage to the spacer indicates the break was due to deployment against resistance and or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.